Manufacturer narrative:
The inconsistent readings were noted, three good faith attempts were made, and the user didn't respond. There isn't enough evidence to confirm a malfunction likely to cause or contribute to a death or serious injury. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inconsistent blood glucose (bg) readings. The user stated that the bg readings that he received from his dario meter were not aligned with the bg readings that he received from his non-dario meter.